Manufacturer narrative:
Product ID 37761, (B)(4) product type recharger, analysis found broken connector pins on the desktop charger, (B)(6) all fdm and fdr codes apply to the desktop charger, (B)(6)dc code 67 applies to the desktop charger. Fdc code 92 a pplies to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin broke off the desktop charger (dtc) into the recharger (insr) and was stuck in the insr. The patient reported her ins battery was dead, and she was in pain. The patient reported she always had pain, but the ins did manage and help her pain. The patient reported her "pain is up" now, because the ins was dead. A replacement dtc and insr was sent to the patient. No out-of-box failures were reported. No further complications were reported/anticipated.